Event description:
Customer reported meter results of 160 mg/dl and 80 mg/dl within 10 mins on the voicemate/advantage sys. Customer reported symptoms of hypoglycemia, did not treat or act on results. No adverse event reported. A request was made for the return of the sys, replacement was sent.